Event description:
It was reported that the surgeon performed a revision on the pt. No additional info was available.

Manufacturer narrative:
The reason for the pt's revision was not provided. This case has been turned over to an attorney. Additional info will be requested through stryker orthopaedics legal affairs. If additional info becomes available, it will be provided in a supplemental report.